Manufacturer narrative:
The calibration and qc data provided were acceptable. The alarm trace did not contain a conspicuous event. Based on the available data, a general reagent issue could be excluded. It was found that the customer's centrifugation time was 5 minutes, which may be too short. The root cause of the event was found to be consistent with pre-analytical sample handling issues.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas 6000 e601 module. The initial hcg result was 20.29 miu/ml. The first repeat result was 3.27 miu/ml. The second repeat result was 3.31 miu/ml. No questionable results were reported outside of the laboratory. The analyzer serial number is (B)(4).